Event description:
It was reported that ext extension set - basic did not function. Bd stabilized extension set with nearport IV access" after attaching the device to the IV catheter port the "pig tail" extension worked but the nearport does not function. Customer responded on (B)(6): below are the responses from the reporting caregiver. Let me know if you need aby additional information. 1. The rn was connecting fluids to the near port for a more rapid infusion. 2. Nearport was not able to infuse fluids. 3. IV tubing was being used as well as a flush.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.